Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon insertion of the 14 french (fr) non-medtronic introducer sheath via the right transfemoral artery, the sheath became stuck in the tortuosity of the external iliac artery (eia). As reported, the minimum vessel diameter in the eia was 4.6 x 5.3 mm. A plain old balloon angioplasty (poba) was performed with an 8x40 non-medtronic balloon catheter via the non-medtronic wire which was crossed over from the contralateral side, and the 14 fr non-medtronic introducer sheath was inserted. A transesophageal echocardiogram (tee) showed deterioration of aortic stenosis and a pre-implant balloon aortic valvuloplasty (bav) with a 20 mm non-medtronic balloon was performed without rapid pacing. Upon insertion of the delivery catheter system (dcs) into the eia with calcification and severe tortuosity over the non-medtronic guidewire, the guidewire disengaged from the apex and the dcs was removed. The 14 fr sheath was inserted again, a pigtail catheter was used, and the non-medtronic guidewire was placed into the apex again. When the dcs was inserted a second time, the dcs became caught in the eia and resistance was encountered. The dcs was rotated to adjust the spine position and the dcs passed through the eia. After passing through the iliofemoral area, resistance was encountered and under fluoroscopy check, the nose cone interfered with a second non-medtronic guidewire which was crossed over and the guidewire was removed. The dcs was then delivered to the annulus without resistance. After the valve was implanted, a dissection was observed in the right eia by angiography was treated by implanting a 10 x 40 mm non-medtronic stent. No additional adverse patient effects were reported.